Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after 39.4 months of service. A similar device was implanted without reported complication. A guidant technical services (ts) consultant requested that the device be returned, so that it can be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.